Manufacturer narrative:
E1: patient country: portugal.

Event description:
Reference number (B)(4). Event occurred in portugal. It was reported that the patient faced redness pain to the touch at abdominal puncture site. No further information available.